Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the issue could not be replicated. The manufacturing representative was able to transfer exams from the imaging system to the stealth with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was an error in the exam transfer to the navigation system. The two spins taken would not transfer, but there was nav tag in the exams. Technical services (ts) had the manufacturing representative bypass the bulkhead connector on the navigation system and rebooted the system. The site was able to transfer the 1st exam but transferring the 2nd exam failed. They tried to verify the igs server and it also failed. The site was unable to transfer the 2nd exam, but decided to complete the procedure with the use of the c-arm to place the last two screws. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that digital intercommunication of medicine (dicom) server verification failed and images failed to upload. System configuration resolved the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.